Event description:
It was reported that this right ventricular (rv) lead exhibited infection with sepsis and was explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.